Manufacturer narrative:
The insulin pump did not alarm with a button error during testing. However, the pump had intermittent button response due to a moisture damaged keypad trace. The numbers on the screen did not ramp up on their own and the scroll back did not move without input. The following physical damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the numbers were scrolling on their own on the insulin pump display as if a button was stuck, and then the pump alarmed with a button error. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the button error alarm. The customer kept the pump in a pocket in the arm of her dress; the pump was against her skin and she stated that she might have sweated on it but it was not hot. The customer believes the button error occurred due to wear and tear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.